Event description:
Cleaner¿ rotational thrombectomy system tip broke off within the patient's fistula and required a lengthy additional procedure with fluoroscopic guidance to retrieve it from the vein. Harms included additional exposure to radiation, additional procedural time, and risk of harm during attempted retrieval.